Event description:
It was reported that the patient experienced a burning sensation 2 inches away from where the device was located. The patient first noticed this occurred when she had moved a certain way, 3 days ago. The patient stated she thought the lead had come loose. The patient claimed to have never had therapeutic effect since her device was implanted. No trauma was known to be related to this event. Additional information was requested but not available at the time of this report.

Event description:
Follow up from the health care provider reported, the patient would no schedule and appointment to have the device checked. They had spoken to the patient twice and both times the patient declined an appointment.

Manufacturer narrative:
Product ID 3093-28, lot# v386942, implanted: 2010-(B)(6), product type lead product ID 3093-28, lot# v386942, implanted: 2010-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, patient product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).